Manufacturer narrative:
Evaluation summary: x-rays taken during the explant indicate sensor was completely separated from lead body prior to extraction. The sensor end (distal tip) was not returned to inspire. Upon receipt at inspire, the returned portion of sense lead body was examined. Fluid ingress was observed within the lead body, and on the outer coil, for a length of 30 cm proximal to the separated end of the lead body. The cause of fracture could not be determined. Electrical functionality was not checked due to the amount of ingress, and the sensor having not been returned. CAPA (B)(4) has been issued to investigate this failure mode further.

Event description:
Patient was implanted with inspire system (B)(6) 2018. Patient presented to physician on (B)(6) 2020 with pain at the sensor lead incision site after using a chainsaw and a shotgun. A revision surgery to replace the sense lead took place on (B)(6) 2020. During the revision surgery, the surgeon found that the sensor lead distal tip was detached the lead body. A thoracic surgeon was called into the revision procedure to find the sense lead tip. The thoracic surgeon opened the pleura in an attempt to find the tip and consequently the patient needed a chest tube. The sense lead tip could not be located. Patient was counseled that MRI is contraindicated.